Manufacturer narrative:
(B)(4). Foreign source = (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report was initially reported under an incorrect MFR number, under report number: 0009613350 - 2016 - 01475 . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07967, 07968.

Event description:
It is reported that the patient underwent revision due to loosening approximately 8 years post-implantation. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: natural knee ii sinterlock femoral component, catalog#: 621200020, lot#: 60787508 natural knee ii ultra congruent tibial insert, catalog#: 627501609, lot#: 60597333. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products - sinterlock femoral component, catalog # c621200020, lot # unknown; stemmed tibial baseplate, catalog # 57630700210, lot # unknown. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.